Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reset the counter for the set up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. The complaint regarding non-recoverable fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer experienced a non-recoverable fault. The customer reported that they first received an error 25112 when the system was docked. The customer then attempted to reboot the system and were getting a 31020 error. Technical service engineer (tse) viewed logs and confirmed errors. Tse had the customer perform a hard reboot with no change. The error 31020 persisted through reboot. The customer was converting to another da vinci system. There was no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and it did initially power on without errors. Tse was contacted for troubleshooting, and it did not resolve the reported issue.